Manufacturer narrative:
(B)(4). Batch # r59945. Investigation summary ==> the analysis results found that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the anvil on the stapler bent and wouldn't allow the instrument to fit down the trocar. A second like device was used to complete the procedure. There were no patient consequences reported.